Event description:
The account alleged that the bed will not go into trendelenburg. No report of injury.

Manufacturer narrative:
Technician asked the account to check the trendelenburg cylinders and check the linkage for anything bent. No further information is available on the repair of the bed at this time.